Event description:
Asr litigation received. Litigation alleges injury, pain, trouble walking, sitting and standing for long periods of time, excessive levels of metal ions and emotional distress. Doi: (B)(6) 2010. Dor: (B)(6) 2015. (Left hip) patient is bilateral. See pc-000159171 for the right hip.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) has been reopened due to the receipt of ppf and medical record. Ppf alleges dislocation with open reduction, metal wear, and metallosis. Head and liner were removed. The products implanted were pinnacle and not asr as what was previously reported. Added liner to this complaint. Cup and sleeve will be voided. Added patient's height and age. Corrected patient's initials. Added product details of head and stem. Added concomitant products. Added updated data received by manufacturer to reflect when additional information was received.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.